Event description:
It was reported the disposable caused the pump to alarm low reservoir volume and stopped approximately 4.23 hours sooner than expected. No patient injury reported.

Manufacturer narrative:
No further information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product has been received for evaluation. Three (3) photos were provided by the customer which were used to conduct the device analysis since the physical unit, by the time this investigation is being documented, has not been received. Photo one shows the distal end of administration set where the check valve is observed to be disconnected from the tube; no other damage or dysfunctional conditions are observed. Photo two and three shows a pouch label for the administration set product of part number 21-7361-24 and lot 4321084; the device is not present in these photos. The reported failure mode, damaged, is confirmed. Root cause: after reviewing the mitigations that are performed during the manufacturing process to detect damage, and analyzing the photos provided, the root cause cannot be determined. Action taken: no corrective actions are required because the mitigations on place were revised and are being executed as is determined by procedure. This failure will continue to be monitored to determine if new actions need to be taken. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. If the device arrives, this complaint will be reopened for investigation.